Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bleeding/heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, pelvic pain-sharp stabbing pain, chronic pelvic pain"), genital haemorrhage ("bleeding/ heavy bleeding, clotting") and bipolar disorder ("bipolar tendencies") in an adult female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel decompression (for numbness in hands) in 2003, heavy periods (treated with hysteroscopic ablation in 2010), gravida ii, parity 2 ((B)(6) (born with agenesis corpus callosum) and (B)(6) (born with partial trisomy chromosome)) and plantar fasciitis in 2005. Previously administered products included for an unreported indication: estratest from 2012 to 2015, desonide in 2015 and birth control pills from 2000 to (B)(6) 2008. Concomitant products included cetirizine hydrochloride (zyrtec) in 2003 for multiple allergies. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping, lower abdominal pain-dull achy pain") and vulvovaginal pain ("vaginal pain-sharp stabbing pain"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), psoriasis ("psoriasis"), fatigue ("chronic fatigue"), migraine ("migraines"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), disturbance in attention ("difficulty concentrating"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced seborrhoeic dermatitis ("seborrheic dermatitis"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain"). The patient was treated with ibuprofen, antidepressants, antipsoriatics for topical use and surgery (total hysterectomy). Essure was removed on (B)(6) 2012. In 2012, the pelvic pain, genital haemorrhage, psoriasis, fatigue, migraine, arthralgia, abdominal pain, disturbance in attention, depression, anxiety and weight increased had resolved. In (B)(6) 2016, the seborrhoeic dermatitis had resolved. At the time of the report, the bipolar disorder had resolved and the abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, bipolar disorder, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, depression, disturbance in attention, fatigue, migraine, psoriasis, seborrhoeic dermatitis, vulvovaginal pain and weight increased with essure. Diagnostic results: on (B)(6) 2008, essure confirmation test, hsg x-ray was performed. Approximate weight at the time of essure placement: (B)(6). Current weight: (B)(6). Most recent follow-up information incorporated above includes: on 11-jan-2018: reporter information updated, treatment medications, historical conditions, historical drugs, treatment medications, historical conditions, new events bipolar tendencies, psoriasis, fatigue, migraines, joint pain, abdominal pain, difficulty concentrating, depression, weight gain, vulvovaginal pain and seborrheic dermatitis added. Event ¿severe pain¿ amended to ¿severe pain, pelvic pain-sharp stabbing pain, chronic pelvic pain¿ and event ¿bleeding/ heavy bleeding" updated to "bleeding/ heavy bleeding, clotting¿ and event "cramping" updated to ¿cramping, lower abdominal pain-dull achy pain.¿ outcome for the events bipolar tendencies, psoriasis, fatigue, migraines, joint pain, genital haemorrhage, difficulty concentrating, depression, weight gain, pelvic pain, abdominal pain and seborrheic dermatitis added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, pelvic pain-sharp stabbing pain, chronic pelvic pain/ chronic pelvic pain/ pelvic pain/ sharp stabbing pain- pelvic pain (hours at a time, went on for years)"), genital haemorrhage ("bleeding/heavy bleeding, clotting/ heavy bleeding/ clotting") and bipolar disorder ("bipolar tendencies") in a (B)(6) year-old female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel decompression (for numbness in hands) in 2003, heavy periods (treated with hysteroscopic ablation in 2010), gravida ii, parity 2 ((B)(6) 1995 (born with agenesis corpus callosum) and (B)(6) 1999 (born with partial trisomy chromosome)), plantar fasciitis in 2005, numbness of upper extremities, pain in heel and heavy periods. Patient did not had complications of pregnancy or delivery. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: birth control pills from 2000 to (B)(6) 2008. Concomitant products included contraceptives nos since 2003 to (B)(6) 2008 for birth control, cetirizine hydrochloride (zyrtec) since 2003 for multiple allergies as well as estratest hs (estratest) from 2012 to 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping, lower abdominal pain-dull achy pain/ lower abdomen pain (dull achy pain)- hours at a time, went on for years") and vulvovaginal pain ("vaginal pain-sharp stabbing pain/ vaginal pain (sharp stabbing pain)- hours at a time, went on for years"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue"), migraine ("migraines/ migraines pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), disturbance in attention ("difficulty concentrating/ concentrating/ difficulty concentrating"), weight increased ("weight gain") and headache ("head pain"). In (B)(6) 2009, the patient experienced psoriasis ("psoriasis") and seborrhoeic dermatitis ("seborrheic dermatitis"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain"). The patient was treated with ibuprofen, antidepressants, antipsoriatics for topical use and surgery (total hysterectomy). Essure was removed on (B)(6) 2012. In 2012, the pelvic pain, genital haemorrhage, psoriasis, fatigue, migraine, arthralgia, abdominal pain, disturbance in attention, depression, anxiety and weight increased had resolved. In (B)(6) 2016, the seborrhoeic dermatitis and headache had resolved. At the time of the report, the bipolar disorder had resolved and the abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, depression, disturbance in attention, fatigue, migraine, psoriasis, seborrhoeic dermatitis, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain lower, bipolar disorder, dysmenorrhoea, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: essure did not caused birth defects. She never experienced the injuries she claim in complaint or identified before the date of essure placement. She did not had complications or problems that occurred at the time of essure placement procedure and removal of essure device. She did not retain the essure or any portion of it, after essure removed. Diagnostic results: on (B)(6) 2008, essure confirmation test, hsg x-ray was performed. Approximate weight at the time of essure placement: (B)(6). Current weight: (B)(6). Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history updated. Events heavy bleeding/ clotting, concentrating/ difficulty concentrating, chronic pelvic pain/ pelvic pain/ sharp stabbing pain- pelvic pain (hours at a time, went on for years), lower abdomen pain (dull achy pain)- hours at a time, went on for years, migraines pain were clubbed with previously reported events. Event head pain was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, pelvic pain-sharp stabbing pain, chronic pelvic pain/ chronic pelvic pain/ pelvic pain/ sharp stabbing pain- pelvic pain (hours at a time, went on for years)"), genital haemorrhage ("bleeding/heavy bleeding, clotting/ heavy bleeding/ clotting") and bipolar disorder ("bipolar tendencies") in a (B)(6) year-old female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel decompression (for numbness in hands) in 2003, heavy periods (treated with hysteroscopic ablation in 2010), gravida ii, parity 2 ((B)(6) 1995 (born with agenesis corpus callosum) and (B)(6) 1999 (born with partial trisomy chromosome)), plantar fasciitis in 2005, numbness of upper extremities, pain in heel and heavy periods. Patient did not had complications of pregnancy or delivery. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: birth control pills from 2000 to (B)(6) 2008. Concomitant products included oral contraceptive nos since 2003 to (B)(6) 2008 for birth control, cetirizine hydrochloride (zyrtec) since 2003 for multiple allergies as well as estratest hs (estratest) from 2012 to 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping, lower abdominal pain-dull achy pain/ lower abdomen pain (dull achy pain)- hours at a time, went on for years") and vulvovaginal pain ("vaginal pain-sharp stabbing pain/ vaginal pain (sharp stabbing pain)- hours at a time, went on for years"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue"), migraine ("migraines/ migraines pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), disturbance in attention ("difficulty concentrating/ concentrating/ difficulty concentrating"), weight increased ("weight gain") and headache ("head pain"). In (B)(6) 2009, the patient experienced psoriasis ("psoriasis") and seborrhoeic dermatitis ("seborrheic dermatitis"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain"). The patient was treated with ibuprofen, antidepressants, antipsoriatics for topical use and surgery (total hysterectomy). Essure was removed on (B)(6) 2012. In 2012, the pelvic pain, genital haemorrhage, psoriasis, fatigue, migraine, arthralgia, abdominal pain, disturbance in attention, depression, anxiety and weight increased had resolved. In (B)(6) 2016, the seborrhoeic dermatitis and headache had resolved. At the time of the report, the bipolar disorder had resolved and the abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, depression, disturbance in attention, fatigue, migraine, psoriasis, seborrhoeic dermatitis, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain lower, bipolar disorder, dysmenorrhoea, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: essure did not caused birth defects. She never experienced the injuries she claim in complaint or identified before the date of essure placement. She did not had complications or problems that occurred at the time of essure placement procedure and removal of essure device. She did not retain the essure or any portion of it, after essure removed. Diagnostic results: on (B)(6) 2008, essure confirmation test, hsg x-ray was performed. Approximate weight at the time of essure placement: (B)(6). Current weight: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.